Event description:
It was reported that the patient experienced inadequate stimulation. All components were explanted and discarded per hospital policy. The patient was doing well postoperatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred the day the system was explanted. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8336500, model: sc-8336-50, serial: (B)(6), batch: 7044645.